Manufacturer narrative:
Additional information: d4, e1, h4, f10/h6: medical device problem codes (add code), h6 (update codes), h11. H4: the lot was manufactured march 20-21, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that everything that connected to the base of eleven (11) em2400 valve sets became detached and/or leaked, letting air into the system. There was no patient involvement. No additional information is available.